Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). There was patient involvement but unknown outcome.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). There was patient involvement but unknown outcome. Although requested, no further information has been provided.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue of an under infusion - ivpb - general complaint was not determined because no products or device logs were returned.